Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ac line cod not retracting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA (B)(4) corrective action implemented for root cause 43.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the cord reel and found the connector was not correct for the power supply installed new power supply and performed a full functional and safety checks. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a